Event description:
The customer reported to a baxter representative a condition of an intermate disposable drug delivery system that was alleged with a ruptured bladder; this condition was reported to have occurred during infusion of meropenem, approximately 45 minutes after infusion was initiated. No information was available regarding the patient. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. This is report #1 of 5. No additional information is currently available.

Manufacturer narrative:
(B)(4). Evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a burst bladder was confirmed. Based on the evaluation it was noted that the stressmember molding chamber was identified as one of the potential root causes of the ruptured bladder. A batch review has been conducted which revealed product met all of the acceptance criteria for release.